Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient. While testing the grippers within the left atrium, the grippers actuated correctly. Upon grasping attempts, one of the grippers would not descend. Troubleshooting was preformed and the gripper was able to descend but not effectively. The mitraclip xtw was removed from the patient and a replacement mitraclip xtw was selected and advanced within the patient. The grippers were able to actuate successfully within the left atrium. Upon placement the clip became caught on the anterior leaflet. Troubleshooting was preformed, and the clip was successfully removed from the leaflet. The grippers were tested when it was identified that the anterior gripper would not respond. Troubleshooting was preformed unsuccessfully. The procedure was discontinued without implanting any clips, the final mr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.